Event description:
It was reported during remote follow up that the right ventricular lead exhibited noise. This noise was believed to be caused by external electromagnetic interference. The lead will continue to be monitored. The patient was stable and asymptomatic.